Manufacturer narrative:
(B)(4). Code 213: the review of the (manufacturing, sterilization, packaging, boxing) paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2016, the patient presented with an abdominal aortic aneurysm which was treated with several gore excluder aaa endoprostheses. Reportedly the physician advanced a contralateral leg endoprosthesis inside an 18fr gore¿ryseal flex sheath into the contra gate. Prior to the deployment of the device the physician advanced another catheter simultaneously within the same sheath to coil arteries within the aneurysm sac. The procedure was completed as expected and the aneurysm excluded. During the procedure, the leading end of a contralateral leg catheter got separated. The separation was not noticed until the end of the procedure. The control angiography showed that the leading end stayed attached to the trunk device. On (B)(6) 2016, an intervention was performed to remove the leading end from the patient by snaring. Reportedly the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.